Manufacturer narrative:
Moisture damage found on the electronics and motor. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went swimming with her insulin pump and forgot to remove the device. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.